Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016 (reported as from last 8 days), the patient was hospitalized for the event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy peritoneal dialysis effluent. On an unreported date, in the same month as the receipt of this report, the patient was hospitalized for the event. No information was provided regarding whether dianeal therapies were ongoing or on the treatment and the outcome of the event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was not using any baxter product at the time of this event. The patient stopped using ¿any baxter product long ago¿; therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.